Event description:
Kimberly-clark received a report stating, ¿the registered nurse assessed the vent tubing, checked all connections and found a leak coming from the y-piece that is provided in the inline suction kit. The y-piece was broken completely and separated with the "v" part of the y-piece still attached to the vent tubing. The inline suction with the bottom part of the y-piece was stuck inside the endotracheal tube. The broken piece was removed from the endotracheal tube. There was no injury to the patient. The registered nurse simply changed the catheter.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for evaluation.